Event description:
Device 3 of 4. Ref MFR report: 1627487-2013-06035. Ref MFR report: 1627487-2013-06036. Ref MFR report: 1627487-2013-06578.

Manufacturer narrative:
Results: the complaint for "ineffective stimulation" was confirmed. The septa were discolored and showed fluid intrusion. Both septa flaps were cored. Cross channels shorts may occurred with fluid intrusion and cored septa. As a result, this may have contributed to ineffective stimulation to the pt. The ipg header was cleaned and functionally tested on automated test equipment (ate). All portions of the testing passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.